Manufacturer narrative:
Findings: pump received with severely scratched display window,cracked reservoir tube lip.(B)(4)

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on the screen of their insulin pump. The customer states they cannot read the screen of the device. The patient's blood glucose level was 125 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.